Event description:
A customer called and reported to baxter corporate product surveillance an unknown amount of onelink microbore catheter extension sets in which a no flow occurred. According to the report, when the facility goes to flush the sets prior to injecting the contrast solution, they are able to inject the solution, but are not able to get blood to draw back. The contact alleges that there was a complete connection made between the syringe and the extension set. The events occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed, as no sample was returned for evaluation. Therefore, no root cause could be determined.a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is not available. If additional information or samples become available, a follow-up report will be submitted.